Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial report section b5 was mentioned incorrectly. The correct b5 should be- the patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found unknown contaminate inside of the blower box and on the blower motor. The humidifier was returned for evaluation. The internal investigation of the humidifier showed that there were multiple spots of contamination inside of the humidifier. There was also contamination on the reservoir seal. The latch spring for the flip lid was noted to be broken as well. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found e-200 stop error. The device was applied power and the device operated properly. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.